Event description:
It was reported that a surgeon had requested information regarding endophthalmitis. Reportedly, the surgeon had two (2) cases recently, dates not provided, that were related to the itec lens. The customer did not want to log a complaint with amo; thus very little information was available or provided. This MDR represents the first lens reported. A separate MDR is being filed for the second lens reported.

Manufacturer narrative:
Date of event: unknown; serial #: unknown; expiration date: unknown; if implanted, give date: unknown; if explanted; give date: na (not applicable) there was no information suggesting the lens was explanted; (B)(6); device manufacture date: unknown. All pertinent information available to abbott medical optics has been submitted.